Manufacturer narrative:
The product has not been returned for evaluation. Additional follow-up for the sensor is in progress. A supplemental MDR will be submitted if the product or any new information is received.

Event description:
It was reported the sensor was displaying high spco readings. No report of any patient impact or consequence as a result.